Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148459b with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148459 and test base part number 195-430 / lot 141598a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148459b showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unconfirmed false result with the binaxnow¿ covid-19 antigen self test on (B)(6) 2021 on a direct tested nasal kitted swab. The customer reported that the purple line that was in the sample line should be pink and did not agree with the positive result. The customer reported that the membrane color on the result window showed that purple line that was in the sample line and control line was faint pink. The customer reported that the manual was religiously followed and this was the second test. No additional patient information, including treatment and outcome, was provided.